Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for spinal pain. It was reported that recharging was taking too long. The implantable neurostimulator was replaced on (B)(6) 2016 due to normal battery depletion. The first time that the patient started charging the current implantable neurostimulator, he noticed that he could never charge past 3 quarters. The patient gets all 8 coupling bars. The patient looks at the right icon on the implantable neurostimulator recharger screen. The patient charged it overnight from 9:30-10pm until 4:50 am and when he woke up he still had 8 coupling bars and the implantable neurostimulator was still not charged up to 100%. It was reviewed that the last quarter to go from 75% to 100% takes the longest to charge and that maintaining coupling is important. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.